Manufacturer narrative:
Additional information was received confirming this lead was removed from service due to a history of noise. The noise did not result in any sensing or pacing issues for this patient. This product issue will be updated if additional information is received.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm any allegations against this product. No other adverse events have been reported. This product issue will be updated if additional information is received.